Event description:
It was reported that during a colectomy procedure, the device did not staple correctly. The clips did not close completely. Another device was used to complete the procedure. There were no adverse consequences to the patient. No further information available.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.